Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2022. During scope cleaning, large portion of the brush broke off inside scope. They sent the endoscope for repair to retrieve the brush. The event was completed with another hedgehog double-end brush.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).